Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep causing moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed but did not improve the pvl. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve, resolving the pvl and improving diastolic gradients. No further adverse patient effects were reported.